Event description:
Reported due to tissue tract ooze which required intervention. The physician performed an arteriotomy closure using the starclose device after a diagnostic procedure. No problems were reported during insertion, deployment or closure. It was a "bone dry close". When the patient was ambulated on the unit two hours later, a tract ooze was noted and continued for approximately twenty-four (24) hours. Manual compression and sandbags were applied. Lidocaine and epinephrine were administered in the tissue tract. There was also a five (5) inch puncture site bruise. The patient's hospitalization was prolonged by one (1) extra day. The patient is reported to be "fine".